Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a red particle, approximately 0.30 square mm in size, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy identified the particle to be polyvinyl chloride. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a red floating particle in the balloon. The device was filled with an unspecified amount of sodium chloride. There was no patient involvement. No additional information is available.